Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not making any sounds. The device audio was not restored during troubleshooting. The patient's blood glucose at the time of incident is unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures error confirmed in the device history due to broken pin trace keypad assembly.